Event description:
It was reported that a homechoice device experienced a system error 2240 / 2367. This occurred while the patient was performing peritoneal dialysis therapy. The patient stated that they disconnected prior to the alarm and did not use proper disconnect procedure. After they reconnected using aseptic technique, the device alarmed. No patient injury or medical intervention was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? (07-19-63-293, july 28, 2010), which is shipped with every homechoice device. Page 10-25 provides instructions for properly opening the transfer set. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure (section 15.10). A formal review of the label for the product family will be conducted. If additional relevant information is received, then a follow up report will be submitted.